Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin exited the tubing during fill tubing. Reportedly, the supplies were changed to address the event and insulin delivery was resumed. Customer's blood glucose was 400 mg/dl.